Event description:
A customer technical advocate (cta) was contacted with regard to erratic patient results generated using a cel-dyn 1700 cs analyzer. Initial testing yielded wbc=1.5 k/ul, hgb=8.0 g/dl and plt=98 k/ul. The sample was repeated with the following results obtained; wbc=2.6 k/ul, hgb=11.5 g/dl and plt=181 k/ul. This patient was scheduled for a blood transfusion which was cancelled when a corrected report was sent out. No further impact to patient management was reported.